Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the female consumer via social media on (B)(6) 2021. It was stated that on (B)(6) 2021, the customer had bleeding in the left eye after wearing the lenses. The doctor diagnosed it as corneal bleeding. She is currently treated with oral medication and eye drops. Symptoms are improving. Additional info has been requested but not yet available.